Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was loss of capture of longer than two seconds on this right ventricular (rv) lead and associated pacemaker. A boston scientific technical services (ts) consultant discussed suspicion of lead microdislodgement. The lead was successfully repositioned and remains in service. No adverse patient effects were reported.